Event description:
Patient called in to report receiving continuous alerts and monitor displaying unidentified service error code. No wcd event notifications was received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.